Event description:
It was reported that a skin irritation causing excessive itching, rash, redness, abscess and purulent discharge had occurred while wearing the pod on the leg for 72 hours or longer. The patient received an online prescription of antibiotics for treatment. The antibiotics were used for 5 days along with germolene antiseptic cream and tea tree oil purchased over the counter. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.